Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. The reported torn shaft was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the guide wire exited distal to the balloon shaft of the nc trek during loading of the wire on the balloon. There was no patient involvement with this device. Another nc trek was used without incident. No additional information was provided.